Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2019. The customer¿s blood glucose level was 1100 mg/dl at the time of incident the customer was assisted with troubleshooting for high blood glucose level. The customer was treated with insulin drip during hospitalization. Customer experienced symptoms such as nausea and vomiting for high blood glucose event. Customer declined to perform a carelink upload. The device will not be returned for analysis.